Event description:
It was reported that the patient had surgery to re-implant the neurostimulator because it was trying to ¿come through the skin.¿ the patient noted that the ¿wires¿ were also redone as ¿they were trying to come through the skin, but not all the way through.¿ the doctor implanted it deeper and stitched it in; the surgery was on (B)(6) 2013. The patient could not feel the implant under the skin, whereas before the revision she could easily. The patient went in for a check up on (B)(6) 2013 and when she got home she tried the patient programmer, but was not successful. On the day of the report the patient could not get the remote to work with the implant and she noted that the batteries were good. When the patient tried to sync it showed ¿x?x.¿ the clinician programmer was able to ¿talk¿ to the implant at the appointment, but the healthcare provider (hcp) could not get the programmer to work. The patient tried ¿multiple positions and methods to communicate as well as pressure.¿ the patient intended to continue attempting to work with the implant to establish communication before her appointment on (B)(6) 2013. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 3037, serial# (B)(4), product type: programmer. Patient product ID: 3093-28, lot# va0540e, implanted: (B)(6) 2013, product type: lead. (B)(4).